Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: the device was initially reported as returning, changed to not returning.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported break and stretched coils were confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9 - device available for evaluation updated from no to yes. H6 - investigation code 4114 were removed.

Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending artery (lad). Three hi-torque balance middle weight guide wires were placed in the lad, circumflex artery and first diagonal of the lad and circumflex arteries. Once removed the guide wire that was located in the in the diagonal artery was noted to be unraveling and stretching. Also, it was noted resistance during removal was noted with anatomy. There was no other device used to complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.